Event description:
Note: date of event is not known. A hydrothermablation console unit was being prepared for a hydrothermablation (hta) procedure. According to the complainant, "after loading cassette the hta died and won't work anymore". There were no patient complications reported and the procedure was completed with another of the same device. Although attempts were made to obtain additional follow up, there is no further information regarding this event.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from the review, a supplemental medwatch will be filed. (B) (4).